Manufacturer narrative:
The customer reported that the cns (central monitoring system) failed, got a blue screen and is unrecoverable. The device was in normal operation when it failed. The customer has sent in an unconfigured hard drive to configure for this cns. The hard drive was configured for the customer and returned. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the cns (central monitoring system) failed, got a blue screen and is unrecoverable. The device was in normal operation when it failed. The customer has sent in an unconfigured hard drive to configure for this cns.